Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 40¿s mg/dl. The customer reported the blood glucose was very low while sleeping. The customer stated did not receive the thresh suspend when it was set at 70. The customer¿s current blood glucose level was 113 mg/dl. The customer did troubleshooting the issue. The insulin pump will not be returned for analysis.